Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not available for evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support.